Manufacturer narrative:
Device evaluation: two used suspect devices were returned for evaluation. The devices were examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was produced prior to the corrective actions being implemented. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during left ventriculogram procedure at 793 psi. Flow- 12, volume- 16.4. No harm or injury was reported. The customer reported that there were two defective suspect devices, but did not provide any further information or clinical details. Therefore, only this one report will be submitted for this event.